Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 135 mg/dl. Customer removed the site and the cannula was bent. Customer stated the week prior to current event report date. Customer's blood glucose was 385 mg/dl and then it went up to 415 mg/dl. Customer did a complete set change and blood glucose lowered. Troubleshooting was not possible as customer was reporting a past event. High pressure test was performed and device passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.